Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The system was explanted due to infection. The primary and secondary cause of infection was unknown. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. There was no vegetation on the leads. No patient symptoms were reported and patient was stable post procedure.